Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Caecal cancer. What surgical procedure was performed? Right hemi colectomy. What color reloads were used and what was the sequence of the firings? Blue, first firing. What anatomical structures was the device fired on? Ileum / colon. Were other stapling or suturing devices used when creating the anastomosis? Linear stapler, oversee technique. Were any staple formation issues identified in the initial surgical procedure? Small amount of bleed for ¿trouser leg¿ portion of staple line from tlc. How was the post-op bleeding identified? Drop in vitals by anaesthetist, excessively bleeding from rectum. Was the bleeding identified from the common channel staple line or staple line closing the common opening? Common channel. Was the bleeding intraluminal or intraabdominal? Intraluminal. Were any staple formation issues identified in the reoperation? Yes. What was the total estimated blood loss (ml)? Unknown was a transfusion required? No. What preoperative anti-coagulant therapy was done? Unknown. Did the patient have any blood clotting disorders? No. What is the current status of the patient? Stable.

Event description:
It was reported that during a right hemicolectomy, after firing tlc for side to side anastomosis, surgeon was not happy as there seemed to be a small amount of bleeding from staple line, over sewed at several spots. Patient returned to theatre several hours later with internal bleeding from anastomosis site. Upon inspection it was clear that bleed originated from staple line. The whole anastomosis was over sewn with pds sutures.